Event description:
Purchased a two pack of equate xtreme multipro compared to oral b toothbrushes, soft, it has longer clear thin bristol's that are suppose to help for cleaning. I used a new one today and as I put it in my mouth and started brushing my teeth I felt like those longer bristol were bending and not staying firm. So after brushing my teeth, I looked at the toothbrush and could see the clear bristol were all bent every which way. I rinsed the toothbrush off and spit out what was in my mouth. I reached to touch the bristol and very gently pulled on them and they came out without any effort whatsoever. This scared me thinking I could still have some in my mouth or stuck between my teeth so I vigorously rinsed my mouth, used a tooth pick and grabbed a different brush that I fortunately had, and re-brushed my teeth to make sure none of the bristol were stuck in them. These bristol are pointy and if swallowed could stick in someone's throat. I'm thankful this didn't happen to anyone else in my household including my (B)(6) grandson who lives here. These should be recalled immediately to prevent anyone from any type of injury. I called the 800 number on the back of the package and reported the incident to (B)(6). They told me they would report it to the MFR, but I also wanted to report it here.